Event description:
It was reported that the patient received inappropriate shocks due to atrial fibrillation (af). The patient received medical treatment to control their af and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.